Manufacturer narrative:
(B)(4) for the reported event of fiber misfired.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, a spark was noted on the fiber near the black connector. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. There was no examination of the fiber face within the subminiature-a (sma) connector because light cannot travel to the face indicating that the fiber is broken within the connector.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, a spark was noted on the fiber near the black connector. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.